Event description:
Customer reporting on behalf of colleague (44-year-old male ems worker who is self-testing). Customer reported 4 false positive results using cue covid-19 test for home and over the counter (otc) use. (See related cases case-2022-0196-1, and case-2022-0196-3 for additional reported false positive results). This report is for 2 false positive results on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 15769a, cartridge sn (B)(4) and (B)(4), and cue reader sn (B)(4) after the individual was feeling unwell with a minor sore throat. The individual had covid-19 about one month prior and 3x vaccinated and had no known exposure, but shared room with ems worker that transported a covid-19 positive patient. On (B)(6) 2022, the individual tested negative with cue covid-19 test for home and over the counter (otc) use. The individual received negative covid-19 rapid antigen test (flow flex) and a negative rapid pcr (accula); test dates are unknown. Product has been stored according to package insert.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.